Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a damaged battery was confirmed and reproduced during product evaluation. The root cause was identified as depleted main batteries as a result of use error. The main batteries and battery harness were replaced to correct reported condition. The user interface module software version is 5.09.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. However, during previous service the batteries and harness were replaced.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility representative reported a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. This event occurred upon power up in the "biomed service" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.